Event description:
During a surgical procedure, the surgeon felt the skull clamp slip. The surgeon made the necessary adjustment and proceed without further incident. No patient injury has been reported. No addtional information is available is available at this time.